Manufacturer narrative:
Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies or frozen display noted. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or audio alert anomaly noted. Unit was received with the audio alert functioning properly. Pump error alarm (variable 1), problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a beep and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was beeping constantly and the buttons were unresponsive. No significant events leading to beep and keypad anomaly were observed. Unable to confirm if the time is advancing due to no time displayed on the insulin pump. Customer also reported that the insulin pump had multiple pump error alarms and stated that they were able to rewind and began beeping while trying to check for the insulin pump settings. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.